Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported physical damage to insulin pump. Customer reported cracks around threading of insulin pump. The blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratches on lcd window, crack on the battery tube threads, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked reservoir tube.